Event description:
After needle was removed from patient, physician noted tip of needle was bent. This made it very difficult to remove the specimen from the needle.======================manufacturer response for bone marrow aspiration needle, (brand not provided) (per site reporter).======================1. Can you please tell me if the needle was bent prior to patient use? The physician inspected the needle prior to use- no bending noted.2. At what stage in the procedure was the bent condition identified? When the bone/core specimen was obtained and physician attempted to use stylet to push specimen out of needle. The stylet would not fit into needle due to one of the "tips" on the needle being bent inward.3. What bone structure was the needle being used on? Iliac crest.4. Did the physician experience any difficulty inserting the needle into the patient? No difficulty inserting needle. Patient was (B)(6) year old male.5. Is the sample available for evaluation? Physician put needle in sharps container. I was able to save outer package only.